Manufacturer narrative:
A medtronic representative, following-up at the site, confirmed there was no delay in the procedure. Upon further inspection, it looked as if there was too much metal in the field. Reported issue could not be replicated. It works fine every time the navigation system was tested. Performed a planned maintenance (pm) on the navigation system and everything tested out fine on 04/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a axiem cranial tumor resection procedure, the site's navigation system unexpectedly became unresponsive. The site alleged that neither the patient tracker, nor the instruments, would track. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.